Event description:
It was reported that the patient experienced a lack of therapeutic effect on their "left side" following a vertebroplasty that occured during the first of the month". It was also reported that the patient experienced a "grabbing" sensation on their right side. Additionally, it was reported that the patient experienced high impedances (>10000ohms) on contacts 5, 6, and 7. All other contacts were within normal limits. Further information received reported that the patient underwent a lead and extension replacement. The patient recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.